Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an anterior and posterior vaginal prolapse repair along with birch sacrocolpopexy procedure on (B)(6) 2006 and the mesh was implanted. The patient experienced ongoing pelvic pain when standing, full bladder/bowel, walking and with stress. The patient also experienced urinary incontinence, recurrent vaginal prolapse, dragging sensation after prolonged sitting and unable to have sexual intercourse. The mesh was explanted on (B)(6) 2016. No further information is available.